Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead did exhibit greater than 2,000 ohms pace impedance. A surgical intervention was performed to address the issue. There were no adverse patient effects beyond the early surgical intervention.

Manufacturer narrative:
To date, information suggests that this lead is surgically abandoned. If new information becomes available, this report will be further evaluated and updated.